Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2008. Revision due to pain and instability.

Manufacturer narrative:
Section h3: the revision reported in this event was likely caused by instability of the knee. Based on the wear pattern the tibial insert appears anteriorly loaded which indicates excessive posterior slope and/or hyperextension of the knee, which lead to instability. This device is used for treatment not diagnosis.

Event description:
It was reported that a patient who have received a total knee arthroplasty was revised due to pain and instability issue. During the surgery the surgeon assessed the instability as present and then proceeded to remove any worn components. Both the patella and tibial poly seemed to display some wear. There were also a couple of pieces of free-floating poly in the joint per the surgeon. Both the femur and tibia were tested and both components were solid so a poly exchange was done. The hospital did not save both components, so only the tibial insert will be returned. The surgeon was reportedly satisfied with revision outcome and the patient was stable leaving the or. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00593.